Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the programmer hangs on the "please wait" screen when booting up. Analysis also determined that errors were found in the log files, and the stylus was out of calibration with the programmer display. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not longer boot up. The programmer was returned for service and subsequently tested out-of -specification on manufacture's analysis. There was no patient involvement.